Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt reported their controller was giving them the settings not available cannot provide desired intensity settings message, and it won't let them do anything. Pt said the issue started on (B)(6). Pt said they saw that message when they were trying to adjust the intensity. During the call pt was in group b with program 1 and 2. Agent instructed pt to switch to another group. Pt tried group a, pt said they feel the stimulation on their right side, but left side was not getting anything and when they tried to adjust the intensity, they saw the settings not available message again. Agent reviewed information. Agent redirected pt to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported the left sided implant does not function and is old. They reported the device needs to be removed and a new one implant. They reported they will contact manufacturer when they are ready to have their device explanted.